Manufacturer narrative:
Insulin pump received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Broken battery tube thread noted.

Event description:
It was reported that the insulin pump had damaged reservoir ring along with battery compartment. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.